Event description:
Per the audiologist's report, this patient experienced dizziness and facial nerve stimulation on all but 6 electrodes. A CT revealed that the electrode array was coiled in the vestibule. A surgery to reposition the device was scheduled for 2006.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.